Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke to the patient nine days later. The patient reported that two days prior to original date, at noon, she tested her blood glucose and obtained a result in the 400 mg/dl range. She stated she took 7.85 units of humalog on her insulin pump and ate lunch. Her insulin is based on both the meter result and carbohydrate intake. Prior to that result, in the morning, she tested her blood glucose and obtained a result of 200 mg/dl. The result of 200 mg/dl is not an unusual for her; however, she stated that the 400 mg/dl result was not normal for her. At approximately 2:00 pm she felt weak, shaky and had blurred vision. She retested and obtained a result was 216 mg/dl. She tested on her one touch ultramini at the same time using another vial of strips result was 67 mg/dl. She drank orange juice and felt better within 10 minutes. The patient sought no medical attention. The meter was replaced. This complaint is reported, as the patient alleged she obtained inaccurate high results, based her insulin dosage partly on the meter result and subsequently became hypoglycemic.